Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been: "it was reported that the patient¿s right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition." Rather than "it was reported that the patient¿s right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition."